Manufacturer narrative:
E1: correction, initial reporter country "canada" h3: device evaluation "yes".

Manufacturer narrative:
E1: phone ext # (B)(6). One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. A loose air detector was noted. The air detector was reseated and glued. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not infuse the proper amount. There was unknown patient involvement.